Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 7:00 pm after the end user alleged that his prodigy diabetes meter was reading higher than normal. The end user was not having any significant symptoms. The caller stated that the end user performed a blood glucose test and he could not recall the actual reading but believes it was between 159 - 200 mg/dl. The end user wanted to take a dose of insulin based upon the reading he received. His family felt that he did not need the insulin so the end user proceeded to call the paramedics to clarify whether he needed to take the medication. Upon arrival the paramedics performed a blood glucose test with their meter and his reading was 99 mg/dl. It was determined that no insulin was needed due to the fact that his blood glucose was within normal range. No additional details were provided in regards to this medical event.